Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawers failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, as the user was able to remove the medications from another station or from the pharmacy. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer resolved the issue remotely by assisting the customer, pulled the lever to each mini drawer, taken out the drawers and set back the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.